Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) and reported that the patient obtained a cs alarm at 12:00 pm. The alleged product issue (cs alarm) is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. At an unclear time after the alarm occurred, the battery was taken out of the pump and the patient went to school without using the pump. At 2:00 pm, the patient's blood glucose (bg) level rose to "210 mg/dl." After school, the patient's bg level was in the low "300" mg/dl range. The reporter mentioned that she was concerned that a bolus might have only been partially delivered earlier that day prior to getting the cs alarm. The reporter contacted a health care provider (hcp) who advised for the patient to receive lantus insulin. The reporter claimed that the patient was a little thirsty but had no other symptoms. The reporter reportedly stated that there were no issues with the pump or bolusing. At the time of the call with animas, the patient's bg level was at 131 mg/dl. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level suggestive of severe hyperglycemia. The patient developed thirst and was given phone advice from an hcp to take insulin. However, at this time, it is unclear if the pump and/or use-error contributed to the patient's injury. It is unknown what actions the patient took in response to getting the cs alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history shows a call service alarm observed at 12:10pm on (B)(4) 2012. There was no other activity outside normal patient use observed in the black box or download history. There were no call service alarms received during testing. A review of the total daily dose history showed that the daily insulin delivery totals from were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The reported call service alarm was verified in the pump history but could not be duplicated during investigation. Unrelated to the complaint, the time and date reset to factory settings when the pump was powered on. A bt1 internal battery failure was found. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.